Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The recipient did not receive additional medical intervention. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly began experiencing pain at the implant site in (B)(6) 2018. This evolved into an infection at the implant site, which did not resolve despite treatment. The recipient's device was explanted. The device will not be returned.